Event description:
It was reported that the patient received inappropriate therapy due to possible t-wave oversensing. It was also noted that there were episodes of non-sustained high rates. At this time no changes have been made and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: competitor defibrillation lead 0292 implanted 2013 (B)(6). (B)(4).